Manufacturer narrative:
The ph electrode serial number and the expiration date were not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable ph result for one patient sample tested on the cobas b 221 <4> system. The initial result of the initial patient sample from the analyzer was ph 6.7. The physician deemed the initial result inconsistent with the patient's clinical condition, prompting reruns and a new patient sample run for verification. The first repeat result was a data flag. The second repeat result was ph 7.3. The third repeat result from another cobas b 221 analyzer was ph 7.3. The result of a new patient sample was ph 7.3.